Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e3 and g2 (include company representative inadvertently missed on initial medwatch report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and since the indicated phenomenon was not reproduced, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e333 (front panel) error was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, during preparation for use, the visera elite ii video system center displayed an e333 (touch panel) error. The unspecified intended diagnostic procedure was completed using a replacement device. There was no report of patient harm associated with this event.